Event description:
It was reported that suture placement was attempted in the right common femoral artery (rca) and the left common femoral artery (lca) using the preclose technique prior to an abdominal aortic aneurysm procedure (aaa). The arteriotomy was 7fr and during the aaa procedure, the sheath was upsized to a 12fr and 14fr sheath. Reportedly, two proglide devices were placed in the rca and at the end of the aaa procedure when pulling the rail suture of one of the proglide devices, the sutures of both device pulled out of the artery. Three additional proglide devices were placed to achieve hemostasis of the rca. Reportedly, two proglides were placed in the lca, when tightening the sutures of one of the proglide devices, the suture pulled out of the artery. Another proglide device was placed and hemostasis was achieved with two proglide devices. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other two proglide devices referenced are being filed under separate medwatch MFR numbers.